Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via analysis of the submitted log file; however, the alarm was not reproduced during testing of the returned heartmate 3 system controller ( serial number: (B)(6)). The controller event log files contained approximately 5 days of data ((B)(6) 2023 per the timestamp). A backup battery fault alarm on (B)(6) 2023 from 5:17:37 to 13:03:53 and on (B)(6) 2023 from 8:30:27 due to the backup battery not passing the load tests. The first instance of the alarm cleared due to the backup battery being disconnected and reconnected from the controller, which is consistent with the reported information of the backup battery being exchanged; a backup battery not installed alarm was active on (B)(6) 2023 from 13:03:55 to 13:03:59. The backup battery did not pass the load test each time due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage the driveline was disconnected on (B)(6) 2023 at 15:29:41 to exchange the controller. The second instance of the backup battery fault alarm did not resolve while the controller was in use. There were no other notable alarms observed throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. Multiple requests for additional information were made to determine if the alarm resolved following the controller exchange and if any other products would be returned for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 10oct2019. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files were submitted for review with concerns of emergency backup battery (ebb) faults. The battery had been replaced on (B)(6) 2023 for ebb fault alarms, but the alarms retuned on (B)(6) 2023. The system controller was exchanged.